Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("hormonal changes- amenorrhea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), arthralgia ("joint aches"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, amenorrhoea, tooth disorder, dysmenorrhoea, allergy to metals, weight increased, abdominal distension, arthralgia, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amenorrhoea, arthralgia, back pain, dysmenorrhoea, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received : case became valid as previous event injury nos is replaced with below mentioned events. Aka name added, reporter added, patient demographic added, product indication updated. Events added- pelvic pain, amenorrhea, dental problems, dysmenorrhea (cramping), nickel allergy, weight gain, bloating, hair loss, abdominal pain, back pain, joint aches, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.